Event description:
The article, "transcatheter closure of patent ductus arteriosus in infants weighing less than 6 kilograms ¿ a two-center experience. Technical considerations", was reviewed. The article presented a case study of a 4.8kg patient with a 4.5mm patent ductus arteriosus (pda). It was reported that on an unknown date, a 8mm amplatzer vascular plug 2 was chosen for off label use for pda closure. After implant, it was noted there was severe left pulmonary artery obstruction. A decision was made to explant the device via surgical intervention. It was also noted the patient had femoral thrombosis which did not respond to thrombolysis. [The primary and corresponding author was michal galeczka, department of pediatric cardiology and congenital heart defects, fms in zabrze, medical university of silesia in katowice, silesian center for heart diseases, zabrze, poland, with corresponding email: michalgaleczka@gmail.com]

Manufacturer narrative:
As reported in a research article, transcatheter closure of patent ductus arteriosus in infants weighing less than 6 kilograms ¿ a two-center experience. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcatheter closure of patent ductus arteriosus in infants weighing less than 6 kilograms ¿ a two-center experience. Technical considerations.